Manufacturer narrative:
Patient city: (B)(4). Patient country: switzerland. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Refrence number (B)(4). Event occured in switzerland. It was reported that the patient experienced an event of hypoglycemia on (B)(6) 2026, which was managed with diet intake. No further information is available.